Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The re-assessment determined that this component is a concomitant device for an event already reported to FDA under 1020279-2020-04879 and, therefore, it does not meet the threshold for reporting and is a non-reportable event.

Event description:
It was reported that during surgery, the spring of the accord tensioner broke and fall outside the patient wound; the procedure was successfully completed without delay using a back-up device. No other complications were reported.